Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt fell at home 8 days post-op. Spiral fracture. Hip stem rev surgery preformed with rest mod stem and cables."